Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported that patient came in for battery replacement, but their current battery had not been charged so rep was unable to interrogate battery and check impedances. Enter off when battery was replaced and rep checked connections and contact seven and eight were showing red and had high impedances. Hcp pushed the lead in several times and then screwed the lead tight into the battery. Pt rep was unaware if contact seven and eight at high impedance prior to today¿s implant and patient stated they were not aware. Postop contact turned green however contact eight was still red and had high impedance. Contact eight was avoided and was not needed to provide coverage. Patient denies all their complaints at this time. Hcp dried lead before putting it into the new battery. Several connection tests were completed and checks were performed. See statement above. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that it was eri. The cause of high impedances was not known. Contact 8 was avoided when programming. The issue is not resolved per hcp. The ins was eri and isn¿t being returned leads were not removed/replaced.